Event description:
During arcr operation it was reported that the anchor pulled out and got broken during tying after insertion. The site was prepped with 3.8mm tapered awl because the patient's bone quality was so soft that surgeon didn't need a hammer to insert the awl. The operation was completed another healicoil rg using the site prepped with 3.8mm tapered awl. The first site was left empty. The surgeon said that the anchor got horizontal stress against the insertion direction and broke, because the suture was passed far from the anchor. No retained anchor fragments were left insitu and the physician was confident that all particles were removed. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one healicoil 5.5mm anchor was returned for evaluation. Inserter was not returned for evaluation. Visual assessment of the anchor confirmed the breakage. The anchor has broken in to a number of pieces. Dimensional assessment is prohibitive due to the condition of the anchor. Clinical details were reported stating the patient had soft bone and that an awl was used to prep the insertion site. According to the IFU ¿bone quality must be adequate to allow proper placement of the suture anchor. Inadequate bone quality could result in loss of fixation or pullout of the suture anchor¿. Additionally the IFU states use the appropriate smith & nephew reusable or disposable threaded dilator or drill to prepare the insertion site. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. (B)(4).